Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced dissatisfaction with vision correction. The lens was exchanged for another lens model 05 month 02 days following the initial procedure. Clinical reason for explant was mentioned as unspecified disorder of refraction. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).